Event description:
It was reported that a pump alarmed for a system error 105 multiple times. No patient injury was reported and no additional information provided.

Manufacturer narrative:
Baxter received and evaluated the device. The pump was tested for 24 hours and the system error could not be reproduced. Review of the device history log was able to confirm the system error 105. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.